Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular defibrillation coil was beyond the expected upper range, there was an r-wave amplitude measurement issue, there was oversensing due to non-physiologic signals/sensing integrity counter, and there was unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing on the right ventricular (rv) lead. It was also reported that due to unsuccessful shocks the patient had to be resuscitated and was admitted to the intensive care unit. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.